Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model and lot# of the other pipeline: model#: fa-77400-18 lot# : de09-033 dom:12/7/2009 expiration: 12/1/2012. (B)(4).

Event description:
Treatment of a large aneurysm located in the para-ophthalmic. It was reported two pipelines were deployed successfully. During delivery of the third pipeline, the physician was unconfortable with the device and decided to retrieve the whole system. The patient was fine post procedure. Two weeks later, the aneurysm ruptured and the patient expired.